Event description:
It was reported that during a hip surgery, one of the 6.5 mm screws failed and it was broken. According to our surgical assistant, the technique used by the doctor didn't seem wrong.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available then it will be submitted in a supplemental report.